Event description:
Analysis of the device found that the coil was detached from the pusher wire. There were no clinical consequences to the patient.

Manufacturer narrative:
Device analysis revealed that the coil was detached from the pusher wire. Blood was present in the introducer sheath, and the coil was extensively tangled and stretched. Information available indicated that intermittent flush was maintained during the procedure. The directions for use (dfu) indicates that: "in order to achieve optimal performance it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip infusion and guiding catheters, and the 2-tip infusion catheter and boston scientific guidewires and gdc 360 degrees delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone." It is probable that insufficient flush during the procedure resulted in the device findings. Therefore, a root cause of user/use error has been assigned to this investigation.